Event description:
The collimator disconnected from the x-ray tube assembly. The collimator is attached to the x-ray tube by a collar that locks with a hinged locking mechanism. The collar has a safety catch that is attached by a cap screw at the time of installation. The threads of the screw have vibratite, a reusable thread locking product, applied to prevent the screw from backing out due to vibration. The product is shipped with a red warning notice instructing the installer to read the installation instructions. These instructions describe the proper installation of the safety catch and to only use the screw provided that has vibratite. Co's conclusion is that installer either did not install the safety catch properly or used their own screw that did not have vibratite.